Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
When the doctor started to drill the k-wire into the bone, metal shavings started to come off. He used a second k-wire and put it through the hold with his fingers until it touched bone, then once he started drilling metal shavings came off again. He removed the metal shavings and finished the case.